Manufacturer narrative:
Complaint conclusion: as reported, the 6f exoseal vascular closure device (vcd) was inserted and released at the black marker. It was very difficult. The plug remained in the system. The plug did not enlarge, although it was bloody and was also moistened outside the container. There was no reported patient injury. A 6f non-cordis sheath was used. There was no calcification and the patient's blood pressure was normal. The patient underwent right femoral puncture. Additional information was requested but not provided. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification (passed) for the distal tip inner diameter (ID). Functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - unable¿ and ¿deployment lever (button) ¿ actuation difficulty¿ were not confirmed since the unit was received fully deployed. The condition of the returned device does not match the event reported. The internal mechanism was inspected and no anomalies that could contribute to the reported event were found. Additionally, the inner diameter of the delivery shaft distal tip was measured and it was within specification. Procedural, patient related, and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Based on the information provided and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was inserted and released at the black marker. It was very difficult. The plug remained in the system. The plug did not enlarge, although it was bloody and was also moistened outside the container. There was no reported patient injury. A 6f non-cordis sheath was used. There was no calcification and the patient's blood pressure was normal. The patient underwent right femoral puncture. Additional information was requested but not provided. The device will be returned for evaluation.